Event description:
The patient is reportedly experiencing overly loud stimulation and sound quality issues with his internal device. Testing of the device showed that it is functioning. The patient's internal device was explanted.